Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. There is no specific device failure or alleged adverse patient outcome against the mesh placed in the umbilical region of the patient. This emdr will reflect the information for device #1, a separate emdr shall be filed for device #2. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 the patient underwent surgery for repair of an inguinal, umbilical and supraumbilical hernia. As reported, a ventralex st, reference number 5950008 and lot number huxc0713 (device # 1) was implanted to repair the hernia defect. Additionally, as reported, a perfix plug, reference number 0112980 and lot number huxb1593 (device #2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015 the patient underwent an "additional surgery to fix a recurrent inguinal hernia." As reported by the attorney, the "mesh products" used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective "mesh products."

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. There is no specific device failure or alleged adverse patient outcome against the mesh placed in the umbilical region of the patient. This emdr will reflect the information for device #1, a separate emdr shall be filed for device #2. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Per medical records review, it was confirmed that there was no adverse event or medical/surgical intervention associated to the ventralex st implanted to treat the patient¿s umbilical hernia. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents ventralex st (device #1). An additional supplemental emdr was submitted to represent perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on 10/17/2013 the patient underwent surgery for repair of an inguinal, umbilical and supraumbilical hernia. As reported, a ventralex st, reference number (B)(4) and lot number huxc0713 (device # 1) was implanted to repair the hernia defect. Additionally, as reported, a perfix plug, reference number (B)(4) and lot number huxb1593 (device #2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015 the patient underwent an "additional surgery to fix a recurrent inguinal hernia." As reported by the attorney, the "mesh products" used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective "mesh products." Addendum per additional information: (B)(6) 2013 - patient was diagnosed with left inguinal, umbilical and supraumbilical hernias thereby underwent open repair with the implant of ventralex st (device #1) and perfix plug (device #2). Per operative notes, "the hernia sacs were amputated under the umbilicus with medium ventralex st (device #1) and sutured to the fascia. Next attention was focused on the left groin. There was a large direct space defect and an extra large perfix plug (device #2) was placed in the floor of the canal, buttressed to the conjoint tendon and the shelving edge of the inguinal ligament with sutures." (B)(6) 2015 - during hospital visits patient complaints of feeling sore, intermittent pain and diagnosed with mesh palpable with possible small recurrence in left groin. Also diagnosed with small reducible hernia in right groin. (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two synthetic meshes. Per operative notes, "right sided direct defect, left sided direct defect and cord structure were identified. Synthetic mesh was inserted and covered myopectineal orifice completely on both sides." (Note, there was no mention/visualization of ventralex st (device #1) and perfix plug (device #2) during the repair). (B)(6) 2018 - patient visited hospital for left groin pain. (B)(6) 2018 - patient was diagnosed with inguinodynia thereby underwent open repair with removal of perfix plug (device #2). Per operative notes, "the perfix plug (device #2) was identified and was excavated from the surrounding structures including old thin scar underneath the mesh. No obvious hernia was identified." Attorney alleges that the patient had mesh shrinkage, nerve damage, hernia recurrence, pain and emotional injuries. It is also alleged that the patient underwent mesh excision surgery.